Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative; impella rp flex support was initiated via femoral access in a 54-year-old male who presented with right heart failure in the setting of pulmonary embolism. The patient required advanced hemodynamic and respiratory support, including inotropic therapy, vasopressors, and mechanical ventilation. Thrombectomy was performed. Unsuccessful evacuation of right pa thrombus. Rp flex is inserted without issue, but patient oxygenation never improved despite rv support. The impella rp flex will be coded for hemodynamic instability based on the patient¿s clinical course and will also be reported for death; however, the death is conservatively coded given the patient¿s severe underlying condition. The reported event is reasonably attributed to the severity of the underlying disease process and associated clinical deterioration of the patient. Therefore, no causal relationship between the impella rp flex and the patient¿s death was established. Patient expired.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemodynamic instability/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.